Event description:
It was reported that the device had been in inventory when it was interrogated for a possible case and found to have had a full reset. The device was not implanted in the patient. A new device was selected for the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.